Manufacturer narrative:
The device (B)(4) has been inspected for investigation purpose. The tests performed confirmed that the pedal was defective. The defective pedal was replaced. The internal complaint reference is the following: (B)(4).

Event description:
It has been reported that during a surgery, the vigilance device was non-functional. There was no patient/user impact reported.